Event description:
It was reported that pump was out of warranty and not recognizing the correct insulin amount during the load process. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, and no additional information was received regarding corrective actions or further outcome of the event.